Event description:
Follow up x-rays showed a broken plate. A second follow up x-ray taken one month later showed, the plate as completely broken and displaced. The plate broke at the plate and screw hole junction. To date, revision surgery has not been performed and the plate remains in place. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.